Event description:
It was reported that the since her revision seven months ago, the patient was having trouble emptying her bladder, and it was noted that she could not empty her bladder before surgery. The patient got the implant for intercystitis and was on a diuretic for water. The patient had also been getting lavage shots to empty her bladder and medication was inserted to calm the bladder down. It was noted that it started again last week and the patient had procedures on monday and yesterday, which yielded 350cc and 300cc, respectively. The patient was on program 1 at 0.35 v and she increased it slightly. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID: 3093-28 lot# v198619, implanted: 2009 (B)(6), product type lead. (B)(4).